Event description:
A malfunction alarm, identified as malfunction code 9, was reported, with no notable events occurring prior to the malfunction. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, while the customer was without backup therapy and intended to contact a healthcare provider for further assistance. The customer declined to continue troubleshooting due to availability.